Manufacturer narrative:
E1:(B)(6). The device was returned and the evaluation found the cable was damaged. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope screen was green and the white balance could not be obtained. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to a defective cable-unit (likely due to the age of the item and excessive use, rough handling). Olympus will continue to monitor field performance for this device.